Event description:
Reported via clinical study. It was reported that hypoattenuation thickening occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was successfully implanted. The patient was discharged. During a routine 45 day follow up it was noted that the patient presented hypoattenuation thickening. There was no corrective actions or diagnostic tests associated with the finding.